Manufacturer narrative:
Therapy date estimated this report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The reported patient effects of angina, myocardial infarction and thrombosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported angina, myocardial infarction and thrombosis, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part and lot #s were not provided. Article attachment: a case that after 7 years passed from des implanting dapt stopped and stemi due to vlt occurred to conduct pci with a deb using an eximer laser and a filtrapb3: changed the date of event from (B)(6) 2019 to (B)(6) 2019. D4: changed from unk xience to unk xience v. D6: changed the estimated date of implant from 2012 to estimated 4/1/2011.

Event description:
This event was reported through a research article. It was reported that the procedure was performed to treat a left anterior descending artery. An unspecified xience 3.0x15mm stent was implanted. The patient chose to stop the dual anti-platelet therapy (dapt) medication 7 years after implantation and restarted smoking. The patient was then taken to the hospital due to chest pain. A st-elevation myocardial infarction occurred due to a very late thrombosis. According to the title of the article, pci with a deb using an eximer laser and a filtrap was conducted. Additional information received subsequent to filing the initial MDR: date of implant was estimated as (B)(6) 2011. Date of symptoms/thrombosis discovered and treatment: (B)(6) 2019. Treatment was done with an unspecified 6f guiding catheter and a 0.014in guide wire. The excimer laser was conducted. A non-abbott 3.5mm embolic protection filter was used. Two non-abbott balloons (2.5x15mm and 2.5x13mm) were used for dilatation. Angio indicated 0% remaining stenosis, no distal embolism and no slow flow. Enough patency of lumen was confirmed by optical coherancy tomography to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI is unknown because the part and lot #s were not provided. Article: a case that after 7 years passed from des implanting dapt stopped and stemi due to vlt occurred to conduct pci with a deb using an eximer laser and a filtrap. The article was not provided by the account at the time of this report.

Event description:
This event was reported through a research article. It was reported that the proceed was performed to treat a left anterior descending artery. An unspecified xience 3.0x15mm stent was implanted. The patient chose to stop the dapt medication 7 years after implantation and restarted smoking. The patient was then taken to the hospital due to chest pain. A st-elevation myocardial infarction occurred due to a very late thrombosis. According to the title of the article, pci with a deb using an eximer laser and a filtrap was conducted. There was no adverse patient sequela reported. No additional information was provided.